Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported physical resistance / sticking were unable to be replicated in a testing environment due to the condition of the returned device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the device was bent in the calcified anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported physical resistance / sticking and the reported difficult or delayed activation. Manipulation of the compromised device to help release the stent inadvertently resulted in the stent fully deploying too far distally not covering the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left external carotid. A 8.0x30mm xact carotid stent system was advanced to the target lesion with no issues; however, when attempting to deploy, the stent became stuck and would not release. The sheath was pushed back and turned to help release the stent. The stent fully deployed too far distally with half of the stent being deployed in healthy tissue and half deployed at the target lesion. Therefore, another xact stent was used to cover the lesion and the procedure was completed. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.